Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions in the past. There was no reported impact to the customer's blood glucose level. The customer provided no additional information regarding the past occlusions.